Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018 product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported via the manufacturer representative that an impedance check showed greater than 10000 ohms on electrodes 0 and 6. It was known that electrode 0 was high, but electrode 6 was new. The patient stated that there were no environmental or external factors that contributed to the issue. The patient was programmed to avoid those electrodes and the issue was resolved at the time of the report. No patient symptoms reported.